Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the returned battery cap was used for investigation. The keypad cover was found to be thinning; the keypad symbols were worn on all buttons. All buttons were intermittently responsive and difficult to press. The keypad button cover was removed; contamination was found under all key contacts. Unrelated to the complaint, the display was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was cracked at the threads above the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).